Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Unable to perform functional testings or test for motor error alarm due to blank display. However, corrosion found on motor. The insulin pump had scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported hospitalization due to high blood glucose. The insulin pump alarmed motor error during rewind process. The blood glucose reading is 430 mg/dl. Customer will treat with manual injections. The blood glucose reading at the time of the event was 661 mg/dl. Customer stated that he felt weird. Hospital treated with manual injections. Nothing further reported.